Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: autoimmune disorder. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female underwent primary breast augmentation with 425cc mentor memorygel breast implants and experienced several unexplained systemic symptoms, including joint pain, stiffness, neck and shoulder pain, weakness, tingling and burning sensations, numbness, swelling, fatigue, swollen lymph nodes, sore throat, fever, infections, headaches, jaw pain, vision problems, dizzy equilibrium problems, memory loss, word confusion, panic attacks, disorientation, dry mucus in eyes, nose and mouth, lupus like symptoms, lyme disease, hashimoto¿s disease, hair loss, mouth ulcers, skin hives and rashes, sun sensitivity, poor circulation, blue cold nails, sensitivity to chemicals and perfumes, lung problems, shortness of breath, difficult breathing, heart attack feeling, lump in throat, painful inflammation in ribs, tightening of skin, discoloration on face, lips not moving well, tightness in upper lip, high blood pressure, weight gain, weight loss, abdominal pain, nausea, vomiting, easy bruising, irritable bowel syndrome, irritable bladder, frequent urination, lower back pain, vaginal pain, painful intercourse, uterine issues and urinary tract infections. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. As a result, the patient underwent bilateral device removal on (B)(6) 2020. This report is for the patient's left-sided device.